Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged no delivery/occlusion at unknown timing, missing segments/partial display (damaged screen), rewind anomaly (loud motor), and cosmetic damaged(retainer ring). Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No blank flashing white display or missing segments noted during test. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Confirmed no delivery alarm on (B)(6) 2021, however found no delivery alarms on (B)(6) 2021 at 23:36:24 in the device downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Motor emitted loud noises during rewind and priming during testing, however showed no damage nor did insulin pump history contain any rewind alarms. The following were noted during visual inspection: faded serial number, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked keypad overlay, and cracked case above arrow and battery icon. In summary, insulin pump passed required testing. Customer alleged for no delivery/occlusion during bolus was confirmed on (B)(6) 2021 at 23:36:24. Missing segments/partial display not confirmed. Rewind anomaly confirmed where loud motor was noted. In summary, customer allegation for cosmetic damage (damaged retainer ring) was not confirmed during visual inspection, however, other cosmetic damage was note medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken retainer ring. Reservoir was able to lock in place when inserted into insulin pump. The insulin pump had rainbow effect on screen had random no delivery alarms, pump was louder during rewind, plastic piece was chipping near reservoir area. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.